Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2; eobs2 from the FDA inspection conducted between july 17 to july 21; 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago; no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective esm board. In consequence the esm board was replaced. There was no patient or user harm reported.

Event description:
The device would not complete the boot process; so I was not able to download a technical state. Replacement of the esm board resolved the issue; and the device now completes the boot process. From: 160206:06:018665 to msp160206:11:54548. The device would only power on with battery power; ac power was not recognized by the device; replacement of the power supply resolved the issue and device now powers on with ac power and ac power is recognized by the device. From: 369199:01:c2321e0022 to msp160600:04: tnm0640048. After the software update to 2.2.5 a tf431002 blower disconnect showed up for some reason but replacement of the blower resolved the issue and tf431002 went away. From: 160250:06:23552 to msp160250:06:33903. Service software and function checks all pass.